Event description:
It was the inflatable penile prosthesis (ipp) device was explanted because the tubing that connected the right cylinder to the pump had snapped. A new ipp device was implanted. There were no patient complications.